Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer was hospitalized due to experiencing diabetic ketoacidosis caused by occlusion alarms that occurred. The customer declined to provide additional information regarding this event. The customer reported manual injections were to be used for insulin therapy. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue could not be verified due to no usb communications.